Event description:
Complainant alleged that during a rouine shift check by a clinician, the device intermittently shut down when the record button was pressed and then failed to power on. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has rece'd the product and will be providing a follow-up report when our investigation is completed.